Manufacturer narrative:
No unexpected blank display anomalies noted during testing. The insulin pump was received with no button response on the esc and act buttons due to connector on lcd board fully unlocked during visual inspection; connector was locked in place and buttons functioned. The insulin was unable to perform displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test due to unresponsive keypad. The insulin pump passed pump self test, off no power test and unexpected restart error test. The insulin pump was received with high idle current due to moisture damage on all electronic assemblies. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot, stained end cap sticker and stained address and serial number label.

Event description:
The customer reported via phone call that the insulin pump went blank immediately after being exposed to moisture. The customer also reported that the insulin pump started beeping and vibrating. The customer's blood glucose was unknown at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.